Event description:
A 33 1/2 wk preterm infant ordered for IV fluid at 8cc/hr. Infant received approx 500cc of IV fluid over approx 11 hrs due to free flow IV. Medex IV tubing set-up utilized. Pt experienced hyperglycemia, electrolyte imbalance and fluid overload which resolved with fluid restriction. No adverse outcome expected.